Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely. The customer reported that due to this issue, they experienced a loss of consciousness and dizziness. Before receiving treatment, the customer obtained a blood glucose reading of 32 mg/dl using a finger stick test. A healthcare professional then treated the customer with glucagon via IV for the treatment of hypoglycemia. After receiving glucagon treatment, the customer obtained a blood glucose reading of 172 mg/dl using a finger stick test. There was no report of death or permanent injury associated with this event.